Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging 40-50 mg/dl. Reportedly, the customer discussed night time basal rate with a healthcare provider and to eat before going to bed to address bg. Customer reported bg goes low at night if no food was eaten before bed.